Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was for a good week or better patient has not been able to turn implanted neurostimulator on/off with the programmer. Patient states sometimes they can't hardly get it to work. Patient uses the antenna. Agent had patient use the programmer with the antenna and patient was seeing the poor communication screen. Patient took antenna off and was able to connect and see therapy was on. An email was sent to the repair department to replace the programmer and antenna. Patient mentioned they fell the other day . Patient also mentioned not seeing the doctor in a long time because when they increase the settings patient feels a shock so they put the settings back down. This has been going on for quite awhile.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown, ubd, UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the shocking issue was resolved. The replacement device resolved the ins on/off issue.